Manufacturer narrative:
The product remains implanted and is thus not available for analysis.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
Additional information was received and the patient suffered a right foot ulceration on (B)(6) 2017. Ulceration became infected, requiring amputation of right hallux. The patient also suffered a right lower extremity ischemia on (B)(6) 2017. Femoral to posterior tibial bypass was performed and the patient will continue to be monitored. As reported by the open study database, the patient had right popliteal artery occlusion on (B)(6) 2017. Femoral to posterior tibial bypass was performed, the patient is continuing to be monitored. The patient also had right proximal popliteal in-stent restenosis on (B)(6) 2015.  Drug eluting balloon angioplasty was performed and the event resolved.  The patient met all the inclusion and exclusion criteria for this complaint. The patient was enrolled into the study in order to relieve claudication symptoms. The target lesion was located in the proximal popliteal. The length was 6 mm and the reference diameter was 5 mm. The stenosis rate was 95% with minimal calcification. A retrograde puncture was made with a 6f sheath in the left cfa. There was successful passage of a guidewire across the target lesion. The lesion was pre-dilated with a 5 x 40 mm balloon catheter at 12 atmosphere (atm). A 5 x 30 mm flex stent was successfully deployed at the lesion and post-dilated with a 5 x 40 mm balloon catheter at 12 atmosphere (atm). The residual stenosis was 0%. No adverse events occurred during the procedure.  The patient is a (B)(6) female with a history of peripheral vascular disease, hyperlipidemia, hypertension, onset type ii diabetic, respiratory disease, anxiety, restless legs syndrome, compression fracture of l1 lumbar vertebra, degenerative disc disease (lumbar), radicular pain of right lower extremity, senile cataract, headaches, gout, edema and is a current smoker. After the procedure, the patient had a mild right calf leg cramp. The physician massaged the muscle and the pain resolved. At the 6 month follow-up, the patient experienced in-stent restenosis in the right proximal popliteal on (B)(6) 2015.  Drug eluting balloon angioplasty was performed and the event resolved.  The patient also suffered from ear pain, the patient was instructed to use an over-the-counter afrin nasal spray. The patient was diagnose with gastroenteritis on (B)(6) 2014. The event resolved and no treatment was needed.  The patient also suffered from right superficial femoral artery re-stenosis on (B)(6) 2015. Drug-eluting balloon angioplasty was performed on (B)(6) 2015 and the event was resolved. The patient suffered from left popliteal artery stenosis. Revascularization of left popliteal artery stenosis was performed. Also, angioplasty was performed and an unknown stent was implanted (B)(6) 2015. The patient suffered from right superficial and common femoral artery stenosis on (B)(6) 2015, balloon angioplasty was performed and the event was resolved. Patient suffered from right distal clavicle fracture on (B)(6) 2015; pain medication was prescribed along with splinting and immobilization. These events are unrelated to the device and the procedure.

Manufacturer narrative:
Additional information was received and the right fermoral to tibial artery bypass revascularization was redone and the femoral to tibial artery bypass occluded. Additional information was received and the patient suffered a right foot ulceration on (B)(6) 2017. Ulceration became infected, requiring amputation of right hallux. The patient also suffered a right lower extremity ischemia on (B)(6) 2017. Femoral to posterior tibial bypass was performed and the patient will continue to be monitored (on (B)(6) 2017, right femoral endarterectomy with patch angioplasty and right in situ to posterior tibial artery bypass without intraoperative complication. Post operatively, the patient was initially managed with morphine pca, heparin gtt, foley, and prevena). As reported by the open study database, the patient had right popliteal artery occlusion on (B)(6) 2017. Femoral to posterior tibial bypass was performed, the patient is continuing to be monitored. The patient also had right proximal popliteal in-stent restenosis on (B)(6) 2015.  Drug eluting balloon angioplasty was performed and the event resolved.  The patient met all the inclusion and exclusion criteria for this complaint. The patient was enrolled into the study in order to relieve claudication symptoms. The target lesion was located in the proximal poploteal. The length was 6mm and the reference diameter was 5mm. The stenosis rate was 95% with minimal calcification. A retrograde puncture was made with a 6f sheath in the left cfa. There was successful passage of a guidewire across the target lesion. The lesion was pre-dilated with a 5x40mm balloon catheter at 12 atmosphere (atm). A 5x30mm flex stent was successfully deployed at the lesion and post-dilated with a 5x40mm balloon catheter at 12 atmosphere (atm). The residual stenosis was 0%. No adverse events occurred during the procedure.  The patient is a (B)(6) year old female with a history of peripheral vascular disease, hyperlipidemia, hypertension, onset type ii diabetic, respiratory disease, anxiety, restless legs syndrome, compression fracture of l1 lumbar vertebra, degenerative disc disease (lumbar), radicular pain of right lower extremity, senile cataract, headaches, gout, edema and is a current smoker. After the procedure, the patient had a mild right calf leg cramp. The physician massaged the muscle and the pain resolved. At the 6 month follow-up, the patient experienced in-stent restenosis in the right proximal popliteal on (B)(6) 2015.  Drug eluting balloon angioplasty was performed and the event resolved.  The patient also suffered from ear pain, the patient was instructed to use an over-the-counter afrin nasal spray. The patient was diagnose with gastroenteritis on (B)(6) 2014. The event resolved and no treatment was needed.  The patient also suffered from right superficial femoral artery re-stenosis on (B)(6) 2015. Drug-eluting balloon angioplasty was performed on (B)(6) 2015 and the event was resolved. The patient suffered from left popliteal artery stenosis. Revascularization of left popliteal artery stenosis was performed. Also, angioplasty was performed and an unknown stent was implanted (B)(6) 2015. The patient suffered from right superficial and common femoral artery stenosis on (B)(6) 2015, balloon angioplasty was performed and the event was resolved. Patient suffered from right distal clavicle fracture on (B)(6) 2015; pain medication was prescribed along with splinting and immobilization. These events are unrelated to the device and the procedure. The product was not returned for analysis. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. An ulcer is a sore on the skin or a mucous membrane, accompanied by the disintegration of tissue. Ulcers can result in complete loss of the epidermis and often portions of the dermis and even subcutaneous fat. Ulcers are most common on the skin of the lower extremities and in the gastrointestinal tract. An ulcer that appears on the skin is often visible as an inflamed tissue with an area of reddened skin. A skin ulcer is often visible in the event of exposure to heat or cold, irritation, or a problem with blood circulation. They can also be caused due to a lack of mobility, which causes prolonged pressure on the tissues. This stress in the blood circulation is transformed to a skin ulcer, commonly known as bedsores or decubitus ulcers. Ulcers often become infected, and pus forms. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information was received and the right fermoral to tibial artery bypass revascularization was redone and the femoral to tibial artery bypass occluded. Additional information was received and the patient suffered a right foot ulceration on (B)(6) 2017. Ulceration became infected, requiring amputation of right hallux. The patient also suffered a right lower extremity ischemia on (B)(6) 2017. Femoral to posterior tibial bypass was performed and the patient will continue to be monitored (on (B)(6) 2017, right femoral endarterectomy with patch angioplasty and right in situ to posterior tibial artery bypass without intraoperative complication. Post operatively, the patient was initially managed with morphine pca, heparin gtt, foley, and prevena). As reported by the open study database, the patient had right popliteal artery occlusion on (B)(6) 2017. Femoral to posterior tibial bypass was performed, the patient is continuing to be monitored. The patient also had right proximal popliteal in-stent restenosis on (B)(6) 2015.  Drug eluting balloon angioplasty was performed and the event resolved.  The patient met all the inclusion and exclusion criteria for this complaint. The patient was enrolled into the study in order to relieve claudication symptoms. The target lesion was located in the proximal poploteal. The length was 6mm and the reference diameter was 5mm. The stenosis rate was 95% with minimal calcification. A retrograde puncture was made with a 6f sheath in the left cfa. There was successful passage of a guidewire across the target lesion. The lesion was pre-dilated with a 5x40mm balloon catheter at 12 atmosphere (atm). A 5x30mm flex stent was successfully deployed at the lesion and post-dilated with a 5x40mm balloon catheter at 12 atmosphere (atm). The residual stenosis was 0%. No adverse events occurred during the procedure.  The patient is a (B)(6) year old female with a history of peripheral vascular disease, hyperlipidemia, hypertension, onset type ii diabetic, respiratory disease, anxiety, restless legs syndrome, compression fracture of l1 lumbar vertebra, degenerative disc disease (lumbar), radicular pain of right lower extremity, senile cataract, headaches, gout, edema and is a current smoker. After the procedure, the patient had a mild right calf leg cramp. The physician massaged the muscle and the pain resolved. At the 6 month follow-up, the patient experienced in-stent restenosis in the right proximal popliteal on (B)(6) 2015.  Drug eluting balloon angioplasty was performed and the event resolved.  The patient also suffered from ear pain, the patient was instructed to use an over-the-counter afrin nasal spray. The patient was diagnose with gastroenteritis on (B)(6) 2014. The event resolved and no treatment was needed.  The patient also suffered from right superficial femoral artery re-stenosis on (B)(6) 2015. Drug-eluting balloon angioplasty was performed on (B)(6) 2015 and the event was resolved. The patient suffered from left popliteal artery stenosis. Revascularization of left popliteal artery stenosis was performed. Also, angioplasty was performed and an unknown stent was implanted 05/05/15. The patient suffered from right superficial and common femoral artery stenosis on (B)(6) 2015, balloon angioplasty was performed and the event was resolved. Patient suffered from right distal clavicle fracture on (B)(6) 2015; pain medication was prescribed along with splinting and immobilization. These events are unrelated to the device and the procedure.

Manufacturer narrative:
Additional information was received and the patient suffered a right foot ulceration on (B)(6) 2017. Ulceration became infected, requiring amputation of right hallux. The patient also suffered a right lower extremity ischemia on (B)(6) 2017. Femoral to posterior tibial bypass was performed and the patient will continue to be monitored. As reported by the open study database, the patient had right popliteal artery occlusion on (B)(6) 2017. Femoral to posterior tibial bypass was performed, the patient is continuing to be monitored. The patient also had right proximal popliteal in-stent restenosis on (B)(6) 2015.  Drug eluting balloon angioplasty was performed and the event resolved.  The patient met all the inclusion and exclusion criteria for this complaint. The patient was enrolled into the study in order to relieve claudication symptoms. The target lesion was located in the proximal popliteal. The length was 6mm and the reference diameter was 5mm. The stenosis rate was 95% with minimal calcification. A retrograde puncture was made with a 6f sheath in the left cfa. There was successful passage of a guidewire across the target lesion. The lesion was pre-dilated with a 5x40mm balloon catheter at 12 atmosphere (atm). A 5x30mm flex stent was successfully deployed at the lesion and post-dilated with a 5x40mm balloon catheter at 12 atmosphere (atm). The residual stenosis was 0%. No adverse events occurred during the procedure.  The patient is a (B)(6) year old female with a history of peripheral vascular disease, hyperlipidemia, hypertension, onset type type ii diabetic, respiratory disease, anxiety, restless legs syndrome, compression fracture of l1 lumbar vertebra, degenerative disc disease (lumbar), radicular pain of right lower extremity, senile cataract, headaches, gout, edema and is a current smoker. After the procedure, the patient had a mild right calf leg cramp. The physician massaged the muscle and the pain resolved. At the 6 month follow-up, the patient experienced in-stent restenosis in the right proximal popliteal on 01/10/2015.  Drug eluting balloon angioplasty was performed and the event resolved.  The patient also suffered from ear pain, the patient was instructed to use an over-the-counter afrin nasal spray. The patient was diagnose with gastroenteritis on (B)(6) 2014. The event resolved and no treatment was needed.  The patient also suffered from right superficial femoral artery re-stenosis on (B)(6) 2015. Drug-eluting balloon angioplasty was performed on (B)(6) 2015 and the event was resolved. The patient suffered from left popliteal artery stenosis. Revascularization of left popliteal artery stenosis was performed. Also, angioplasty was performed and an unknown stent was implanted (B)(6) 2015. The patient suffered from right superficial and common femoral artery stenosis on (B)(6) 2015, balloon angioplasty was performed and the event was resolved. Patient suffered from right distal clavicle fracture on (B)(6) 2015; pain medication was prescribed along with splinting and immobilization. These events are unrelated to the device and the procedure.   The product was not returned for analysis. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan.   Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. An ulcer is a sore on the skin or a mucous membrane, accompanied by the disintegration of tissue. Ulcers can result in complete loss of the epidermis and often portions of the dermis and even subcutaneous fat. Ulcers are most common on the skin of the lower extremities and in the gastrointestinal tract. An ulcer that appears on the skin is often visible as an inflamed tissue with an area of reddened skin. A skin ulcer is often visible in the event of exposure to heat or cold, irritation, or a problem with blood circulation. They can also be caused due to a lack of mobility, which causes prolonged pressure on the tissues. This stress in the blood circulation is transformed to a skin ulcer, commonly known as bedsores or decubitus ulcers. Ulcers often become infected, and pus forms. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.